Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the chb was related to the valve and the valve implant procedure.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, transient complete heart block (chb) occurred. Unspecified treatment was required and the chb was recovering. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329 }; product lot/serial number {(B)(6)}; product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {l-evolutfx-2329}; product lot/serial number {)(B)(6) }; product type: {compression loading system (cls)}; implant date {na}; explant date {na} medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that during the implant procedure a pre-implant balloon valvuloplasty was performed. At the 6-month follow-up and electrocardiogram (ECG) identified a right bundle branch block (rbbb). This was reported as a slight change from the prior ECG which indicated an incomplete rbbb. The date of the prior ECG was not provided. No treatment reported. The physician indicated the rbbb was possibly related to the valve and the implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, transient complete heart block (chb) occurred. Unspecified treatment was required and the chb was recovering. No additional adverse patient effects were reported. Additional information was received to clarify the chb resolved during the procedure without treatment. The patient was discharged on post-operative day one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the transvenous cardiac pacing (tvp) was left in place to allow for a period of ad ditional monitoring.